Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer reported that they are unable to describe the possible damage to the drive support cap. Customer stated the cap is recessed but it is not even one side is more recessed then the other. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm or no excessive "no delivery" alarm during testing. The insulin pump was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.